Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. The caller received guidance from technical support on resetting the pump, and after completing the reset, the error did not appear again, allowing the caller to successfully start their sensor session.